Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no patient involvement reported with the event.

Manufacturer narrative:
The customer was provided with a quote however no action has been taken. Stryker performed troubleshooting over the phone with the customer. During this session the service wrench did not reappear and the error codes were cleared. The customer was instructed to perform testing per the user manual and proceed with use if the device passed testing. Device not returned to manufacturer.